Event description:
It was reported that a patient had sharp pain at the implant site that ¿comes and goes.¿ the patient thought the implantable neurostimulator (ins) was not working properly because she had the pain. She successfully increased the amplitude from 1.5 to 1.7 after the pain had started, but the stimulation did not change the pain. The patient had trouble connecting with her healthcare provider on the phone and might try going to the clinic in person. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0h0gk, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial#: (B)(4), product type: programmer. (B)(4).